Manufacturer narrative:
The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past one month. Batch records for the lots identified were reviewed and confirmed there was no deviations or nonconformance during the mfg process.

Event description:
The pt reported the solution bag lines are blocked in dwell 3 of 4 and found that the tubing set was leaking. The pt reported the event took place during treatment when he encountered an air detected in cassette alarm and saw a leak coming from the closed cycler door. The pt suffered no adverse event as a result. Sample not available for evaluation.